Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The full lead was returned without the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tip of the attempted his bundle pacing lead became deformed during implant attempt, was not working properly, and could not be removed from the delivery catheter. The lead and catheter were removed and different product was used to complete the implant. Procedure. No patient complications have been reported as a result of this event.